Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during patient use. Covidien customer service engineer (cse) verified the malfunction. Cse replaced the graphic user interface (gui) central processing unit (cpu) and backlight inverter printed circuit board (pcb). Ventilator passed self- testing.